Event description:
During the implantation of the glenosphere and adjusting its position, the tab of the glenosphere orientation guide broke off. All pieces were removed immediately. No surgical delay. No adverse affects on patient.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). MFR# 1818910-2022-05909 is being retracted since it was found to be a duplicate of MFR# 1818910-2022-05908. MFR# 1818910-2022-05908 will be kept for investigation purposes.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable.